Event description:
It was reported that the fiber broke after 104779 joules and 11:29 minutes of use. A second fiber was used to continue the procedure but it broke after 56744 joules and 6:15 minutes of use. The procedure was completed with a third fiber with no patient complications. This is for the first fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60673 the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Due to the observed cap wear failure, an evaluation conclusion code of known inherent risk of device was assigned to this investigation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Analysis of the returned fiber, did not identify signs breaks/fractures at the tip or along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-60673.

Event description:
It was reported that the fiber broke after 104779 joules and 11:29 minutes of use. A second fiber was used to continue the procedure but it broke after 56744 joules and 6:15 minutes of use. The procedure was completed with a third fiber with no patient complications. This is for the first fiber.